Manufacturer narrative:
Follow up #1 - device evaluation: the pump has been returned to animas and evaluated on 09/18/2015 with the following findings: the battery compartment threads were damaged. There was a battery compartment crack from the threads down along bumper to the case seal. Multiple unexplained pump reboot events were recorded in the device¿s black box. The battery cap had damaged threads and was unable to maintain power with the p ump. The pump was exercised with a test battery cap for 24 hours with no power issues being duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.